Manufacturer narrative:
(B)(4). Batch # r93g01. Device analysis: the analysis results found that the mcm20 device was returned with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 10 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number r40j9z, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r93g01, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the clip would not close. The procedure was completed with an alternate like device with no patient consequences reported. The device will be returned. There is no additional information.